Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed problem interrogating wireless devices; rft (radio frequency transceiver) module found out of electrical specification. Analysis could not confirm the reported screen problem; programmer was left on for over 24 hours and the screen was moved with no lines across the screen. (B)(4).

Event description:
It was reported the programmer has screen problems (lines across screen, fluttering, etc). Unable to interrogate devices properly. The programmer was returned for repair. No patient complications were reported as a result of this event.